Event description:
It was reported that the patient died. In (B)(6) 2019, the subject was referred for cardiac catheterization. The first target lesion was located in the proximal left anterior descending artery (lad) extending up to distal lad with 99% stenosis and was 64 mm long and a reference vessel diameter of 3.00 mm. The first target lesion was treated with pre-dilatation and placement of 2.50 mm x 24 mm, overlapped with another 2.75 mm x 24 mm and 3.00 mm x 28 mm promus premier stents. Post-dilatation was performed with 0% residual stenosis. Twenty-one days later, in (B)(6) 2019, the subject was discharged on aspirin and clopidogrel. On an unknown date, the subject died. At the time of the event, the subject was on aspirin and clopidogrel. The subject was hospitalized and treated medically. The primary cause of death was unknown; however, it was classified as cardiac. It is unknown whether an autopsy was performed, and a death certificate is not available for review.

Manufacturer narrative:
B3. Date of event- used the first date of the month of the aware date as no event date was provided. E1. Initial reporter phone: (B)(6).